Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, a partial lead was returned in two portions for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil located at the distal portion on portion. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted due to procedural damage. All other damages found are consistent with procedural damage.

Manufacturer narrative:
Section g3: the awareness date for the former additional report or device evaluation submitted aug 16, 2024, should have been "aug 12, 2024" the date of analysis completion not "jul 3, 2024" the date the product was returned.